Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the right ventricular lead during initial implant procedure. Lead was repositioned several times but no capture was obtained. Lead was not used and was replaced successfully. Patient was stable and did not experience any adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.